Event description:
It was reported that the system would not boot up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information was not reported.